Event description:
Prior to an initial implant procedure, loss of sensing and loss of pacing were observed on the leadless pacemaker (lp). A new lp was used to resolve the event. The patient was stable.